Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during performance maintenance (pm) performance verification test found that the unit will not power on with just ac power available. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer replaced the power management board to address the customer reported problem. Failure analysis on the returned power management board shows that diode d3 on the customer returned pm board had failed shorted which in turn caused d37 to fail open. This caused the ventilator to not start up on ac only. Replacing d3 and d37 corrected the problem.